Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the distal left anterior descending (lad) artery with heavy tortuosity and heavy calcification that was 90% stenosed. A 2.50 x 15 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation and met with resistance at the lesion and would not cross. The traveler rx bdc was removed with resistance from the anatomy. A replacement non-abbott bdc was used for dilatation. The procedure was successfully completed after a xience stent was implanted. There were no adverse patient effects or clinically significant delay in procedure reported. No additional information was provided.